Event description:
It was reported to boston scientific corporation that an endovive 80cm two port through the peg jejunal feeding tube was for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. The endovive 80cm two port through the peg jejunal feeding tube device was inserted on (B)(6) 2010. It was reported on (B)(6) 2010 that the j-tube had migrated into the stomach and was kinked. Administering therapy with duodopa became impossible. Therefore, that same day, the physician removed the j-tube and a new endovive 80cm two port through the peg jejunal feeding tube device was placed. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - exchange of j-tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).